Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain lower/stabbing pain when you cough, severe cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), arthralgia ("joint pain") and procedural pain (" had severe cramping after") and was found to have weight increased ("weight gain"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia, arthralgia, weight increased and procedural pain outcome was unknown. The reporter considered abdominal pain lower, arthralgia, menorrhagia, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: had severe cramping after. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Incident category updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain lower/stabbing pain when you cough, severe cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), arthralgia ("joint pain"), procedural pain (" had severe cramping after") and flank pain ("stabbing pain at circle location on left side") and was found to have weight increased ("weight gain"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia, arthralgia, weight increased, procedural pain and flank pain outcome was unknown. The reporter considered abdominal pain lower, arthralgia, flank pain, menorrhagia, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: had severe cramping after, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: event stabbing pain at circle location added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.